Manufacturer narrative:
The insulin pump was received with damaged cow catcher corner. However, the insulin pump passed functional testing.

Event description:
The customer reported via phone call that they received a sensor error alert. The customer also reported experiencing low blood glucose. Customer's blood glucose was 29 mg/dl. Customer treated their blood glucose with juice. It was found the customer was active prior to their low blood glucose event. Troubleshooting found the customer did not have any damage to their transmitter or the connection bridge or pins. The customer also reported a weak signal alarm the night prior. The customer also had an unexpected re-initialization after inserting their sensor. Customer requested to have their transmitter replaced. The transmitter will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-14616.